Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 1. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting and there were no patient extensions in use. The patient had not disconnected prior to the alarm. All bags were properly connected. There was nothing unusual noted about the supplies and they had not been damaged by an outlet port clamp or assist device. The home patient (hp) left all of the clamps open on the unused lines. The technical service representative (tsr) explained proper procedures and advised that all new supplies would be needed. The tsr also advised the hp to call her registered nurse (rn) about the alarm. The hp was doing what she wanted by turning the hc on and off. The hp already had the hc to "load the set". The tsr told her not touch the buttons anymore and to close all of the clamps and disconnect. The tsr told the hp to start over with new supplies. Proper procedures were reviewed with the hp and there were no samples available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was use error - open clamp. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. The label review found the labeling adequate for the use error in this complaint. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.